Event description:
The bench technician found no audio on the mx40 device. If the speaker failure had occurred while the device was not connected to the central station (off network) or it was placed in monitor mode by the clinician at the customer site, when audible alarm indicators were expected, in the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. There was no report of patient injury or harm. The issue was found at the repair bench not during patient monitoring. There was no report of injury or harm.